Event description:
The pt felt stimulation in his legs and stomach for 2 years. Reprogramming was unsuccessful in resolving the issue. The hcp reported that the pt was having persistent problems with dystonia starting in the right leg and working up to the entire abdomen causing significant pain. The pt underwent revision surgery, changing the target to the globus pallidus interna. After programming the pt reported much relief and resolved dystonia. The pt was still being followed due to fluctuating symptoms. The pt outcome was reported as 'no injury.' It was unknown if the event could be attributed to the implantable device systems.